Event description:
On (B)(6) 2013, it was reported to animas that allegedly all of the keypad buttons were sticking and had to be pressed several times before the pump responded. The reporter denied any recent trauma to the pump and stated that the patient could safely bolus. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.